Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant an x-ray showed abnormal position of this electrode with a lot of fat under the coil and tip and not good fixation at the fascia. An electrode revision was planned. A revision took place and the physician decided to revise the electrode and re-fixate the tip. It was noted that possible defibrillation testing will occur after ventricular thrombosis was gone. No additional adverse patient effects were reported.